Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the mini drawers failed to open and close properly. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawers failed to open and close properly. A field service engineer (fse) identified that the 3.1 mini engine was failed and replaced it to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.